Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a device history record review could not be completed due to the provided lot number for this complaint being 'unknown.' As no physical sample or picture sample was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the customer report, this product has expired its shelf life. Eight years ago there was not a requirement for the differences reported on graphics. The expired product is identified as meeting the product specifications at the time they were produced. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that needle 30x1/2 rb was missing the expiration date. The following information was provided by the initial reporter: material no: 305016 batch no: unknown. It was reported that not lot # on the box, no expiration date and no copyright or trademark date. Verbatim: pharmacist called stating she received the recall letter for lot # 9128897. Stated she has one product box in the store that has been there for about 8 years. Stated there is not lot # on the box, no expiration date and no copyright or trademark date. Pharmacist provided cat # 305106. Advised pharmacy rep that bd tests the products for 5 years and this would be expired.